Event description:
The following was reported: "after unpacking the product, it was observed that the arterial line was not connected to the corresponding location, but in other location.it was identified a failure in measuring cardiac output."